Event description:
It was reported that the pump head of a xenios xlung kit clotted during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. Three days prior, the facility had cut out the oxygenator from the kit and replaced it with a nautilus oxygenator (not a fresenius/xenios product) due to suboptimal performance of the oxygenator. The patient¿s ECMO settings were as follows: 3 liters per minute (lpm) blood flow at 7300 revolutions per minute (rpm)s, with a sweep gas flow of 4 lpm. The patient was put on ECMO therapy after experiencing an st-segment elevation myocardial infarction (stemi) / pulseless electrical activity (pea) arrest, and during percutaneous coronary intervention (pci) had multiple episodes of ventricular tachycardia with arrest. The patient had hemodynamic and cardiac instability. The patient was placed on heparin for anticoagulation. After the pump head clotted, the entire xlung kit was replaced. This resulted in approximately 600-650 ml of blood loss. The patient was successfully weaned from therapy the following day. The sample was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d4 plant investigation: the sample was not available for evaluation. Since the event is presumably patient related, it is highly unlikely to detect a failure in the retention sample. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. There were four quality events that were found on the reported batch number, none of which were related to the failure pattern at hand. Based on the available information, a cause for the reported event could not be established.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the pump head of a xenios xlung kit clotted during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. Three days prior, the facility had cut out the oxygenator from the kit and replaced it with a nautilus oxygenator (not a fresenius/xenios product) due to suboptimal performance of the oxygenator. The patient¿s ECMO settings were as follows: 3 liters per minute (lpm) blood flow at 7300 revolutions per minute (rpm)s, with a sweep gas flow of 4 lpm. The patient was put on ECMO therapy after experiencing an st-segment elevation myocardial infarction (stemi) / pulseless electrical activity (pea) arrest, and during percutaneous coronary intervention (pci) had multiple episodes of ventricular tachycardia with arrest. The patient had hemodynamic and cardiac instability. The patient was placed on heparin for anticoagulation. After the pump head clotted, the entire xlung kit was replaced. This resulted in approximately 600-650 ml of blood loss. The patient was successfully weaned from therapy the following day. The sample was not available to be returned for manufacturer evaluation.